Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission revealed the device battery had real quickly dropped before returning to stable measurements. There have not been any abrupt episodes since then. No further information is available.